Event description:
#1 snare out to grab polyp, broke off at weld. Grabbed with biopsy forceps, removed scope and loop out of the pt. #2 snare put around polyp. Started to cut it and snare broke at weld. Caused bleeding due to incomplete cautery. #3 snare ued to complete the case.